Event description:
It was reported that low impedance was observed. At explant, the lead fractured and broke off, perforating the patient's heart; pericardial effusion developed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.